Event description:
It was reported that the patient experienced recurring incontinence because his artificial urinary sphincter was difficult to cycle. Upon examination, it was determined the pump was not refilling and was stuck in a decompressed state. Multiple troubleshooting attempts were tried without success. The patient underwent surgery to remove the device with no replacement. There were no further patient complications.